Event description:
It was reported that the atrial lead showed low sensing values and the dislodgement was confirmed. During a routine device change out, the lead was plugged into the new device but the programming for the atrial lead was turned off. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.